Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100% and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associate device was released based on the MFR's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported that two weeks following bilateral photorefractive keratectomy (prk), the pt presented with rebound uveitis, after the steroid drops were stopped. The pt reported light sensitivity and feeling uncomfortable. The topical steroid drops were increased. In a follow up, the tech reported that the uveitis resolved after two weeks of treatment. The pt's symptoms also resolved and his vision was not affected. There are two medical device reports associated with this event. This report is for the left eye.